Manufacturer narrative:
H6: imdrf device code a0401 captures the investigation findings of stent retrieval loop broken. H11: the wallflex biliary stent and its delivery system was returned for analysis. Visual examination of the returned device revealed that the stent was deployed, and the clear outer sheath was kinked. In addition, the stent retrieval loop was broken. No other problems were noted with the stent and the delivery system. Product analysis could not confirm the reported event of stent partially deployed as the returned stent was found deployed. The investigation concluded that the observed damages of stent retrieval loop broken, and clear outer sheath kinked were most likely due to procedural factors encountered during the procedure. It may be that tortuosity of the procedure, and the manipulation or technique used by the physician, limited the performance of the device and contributed to the observed damages. Due to the lack of objective evidence supporting the reported event, the review and analysis of all available information concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted in the biliary tract to treat a malignant tumor during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent could not be fully deployed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of stent retrieval loop was broken. Please see block h11 for full investigation details.